Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. As reported in the complaint text, the available trend curves showed a stable pacing impedance around 630 ohms between (B)(6) 2017 and (B)(6) 2017 with intermittent decreases to <200 ohms in (B)(6) 2017 (data by (B)(6) 2017 provided). In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that approx. 78 months after the implantation ventricular oversensing was noted and the pacing impedance decreased (< 200 ohms). Low impedance values were already measured in the past (2017) and the patient was observed via home monitoring. Biotronik has no information about a possible revision at the moment.